Event description:
A complaint was received that a consumer received a lower reading of 167 mg/dl when compared to a lab comparison of 267 mg/dl. When these values are plotted on a clarke error grid, the results fell into the "d" zone showing the difference to be clinically significant. There was no report of death, serious injury or medical intervention associated with the event.